Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the screen is not displaying; display was not functioning. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer also reported that the touchscreen buttons were working although they were unable to see the display. The remote service engineer (rse) provided the customer with the part number of the user interface (ui) assembly to upgrade the light crystal display from 1st generation to 2nd generation at the customer's request.

Manufacturer narrative:
Multiple attempts have been made to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.